Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Insulin pump monitored in 50c oven for several days and no blank display noted. Insulin pump received with normal operating currents. No damage found on the lcd isolation tape noted. However, insulin pump received with loud motor noise during rewind due to faulty motor. Also received with cracked reservoir tube lip, scratched lcd window and cracked belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the device was making a grinding sound during rewind. Device had a blank display. Customer's blood glucose was 321 mg/dl. After troubleshooting, display did not return. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.